Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake (no further detail was provided). It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Reflin (one gram, frequency and route not reported), inj. Fortum (one gram, frequency and route not reported) and inj. Amikacin (125 milligrams, frequency and route not reported). No further information was provided regarding the outcome of the peritonitis or whether dianeal therapy was ongoing. No additional information is available.